Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that the guidewire coating issue occurred. During unpacking of a 035/260/1 (bx/5) amplatz super stiff guidewire, it was found out that there was no color coating at the distal portion of the guide wire. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the guidewire coating issue occurred. During unpacking of a a 035/260/1 (bx/5) amplatz super stiff guidewire, it was found out that there was no color coating at the distal portion of the guide wire. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(A2) age at time of event: 18 years or above. Device evaluated by MFR.: the returned guidewire was bent. The coil wire was stretched at distal tip section. The coating of the coil had the polytetrafluoroethylene (ptfe) peeled at proximal section. No more visual damages were found in the device. The outer diameter of distal tip, middle section, and proximal section were within specifications.